Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what structure and vessel was the device used? Was the site of the bleeding identified? If it was a vessel, what was the approximate size of the vessel? Was it take individually or in a bundle? What power level was used throughout procedure, specific to the area where the bleeding was identified? Was the advance hemostasis button utilized? Any hemostasis issue noted during the procedure? How was the bleeding identified? How was the bleeding addressed? What were the patient symptoms? Any generator alert screen seen during the surgical procedure? What is the current patient status?

Event description:
It was reported that twenty four hours post op to a whipple procedure the patient presented to the hospital symptomatic. They opened the patient up and discovered bleeding from the mesentery. The bleeding was stopped, the patient transfused and the patient is recovering now.

Manufacturer narrative:
(B)(4). Date sent:(B)(6)2020. Additional information was requested and the following was obtained: 1 the harhd20 was used on mesentary of small bowel 2. The site of the bleeding on the mesentary was seen upon re operation. It was not seen bleeding in initial case 3. It was a mesentary vessel. 4. It was taken as they marched across mesentary 5. Power level 5 was used as they typically use , 6. The advanced hemostasis button was not used on the mesentary 7. No hemostasis issue noted during the initial procedure 8. The bleeding was identified after patient went to recovery , bloodwork 9. The patient was brought back to the or , and reoperated on a few hours later 10. There was no generator error message seen during procedure 11. The bleeding was stopped with sutures and patient was closed and sent back to recovery 12. Patient did receive a transfusion of blood. (B)(4). Units 14. Patient was recovering a couple of weeks ago. No status update.